Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent altitude alarms occurred. Reportedly, the alarms occurred at sea level, during driving up the mountain at less than 10,000 feet, and in airplanes. The user cleared the alarms and insulin delivery was resumed. The user's blood glucose (bg) level was over 400 mg/dl. The bg level was addressed with a bolus via a syringe.